Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured when nominal pressure was reached. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured when nominal pressure reached during dilating. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the balloon was inflated once at 18 atmospheres. And the device was removed from the patient's body as a whole together.